Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. Evaluation summary: visual inspections were performed on the returned device. Returned analysis indicated a needle to cuff miss occurred. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
A proglide device was received with no reported information. Abbott's evaluation of the returned device revealed the device was deployed with blood in/on entire length of the device, indicating use in the anatomy. The plunger was returned removed from the device with undisturbed posterior needle tip. A device in this condition would not have achieved hemostasis. The facility was contacted and was unable to provide any information regarding the device or patient.